Event description:
The patient reported getting "zapped" when walking in retail stores and called the manufacturer for assistance with turning off the device. The representative reviewed information with the patient regarding proximity to theft detectors and possible emi relating to the device. Additional information has been requested from the physician.